Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has kidney and bladder issues. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Manufacturer narrative:
In the previous report, section h10 mentioned incorrect; correct should be:    the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer had previously received information alleging kidney and bladder issues. No medical intervention, treatment, or additional information was reported. The device has not yet been returned to the manufacturer for evaluation. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. The following correction has been updated in this report: in the previous report, section b1 was marked product problem incorrectly, which has been corrected to reflect the adverse event and product problem. In the previous report, section b2 was blank, which has been marked to reflect the other serious or important medical events. In the previous report, section h1 was marked malfunction incorrectly, which has been corrected to reflect serious injury. Section h6 health effect - impact code has also been updated to reflect the serious injury. Section h9 recall (z) number were corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has kidney and bladder issues. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.